Event description:
Reportedly, this ring was explanted after 3 years and 9 months implant duration due to an unknown reason.

Event description:
It was reported that this ring was explanted due to endocarditis and vegetation. Source of encocarditis was unknown. No further informatiom was provided.